Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the time was incorrect on pyxis machine. A technical support specialist (tss) dialed into the station and corrected the time issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, time was incorrect in all machines and affecting the nurse from pulling medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.